Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, or forced sheath removal. There were no reported difficulties removing the protective sheath. There are no indications of a lot specific product quality issue. Without a device returned for analysis, a definite root cause for the dislodgement cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the stent came off the balloon inside the protective sheath when the sheath was removed. There was no patient involvement. No additional event or patient information is available.